Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt their implantable cardioverter defibrillator (ICD) move out of place. The patient indicated it moved under their breast and into their abdomen. The ICD remains in use. No patient complications have been reported as a result of this event.